Event description:
This is a f/u of the use of the continuous glucose monitor dexcom g6 with access number mw5088082, and the reason I believe there is so much problem with this device. It is the qc of the mfg of the insertion device of the sensor itself that is inaccurate and therefore injecting the sensor at an improper angle leading to bleeding, bruising, inaccuracy of the blood sugar readings it sends to the insulin pump making it give too much or not enough insulin causing hypoglycemic episodes along with that effect enabling it to cause not only local problems, but also death. The pictures show the different variations of the spring loaded levels. Considering the catheter has to hit the interstitial space only, a difference of two millimeters would make it be in the wrong place and cause all these problems and inaccuracies. As the pictures show, taken across the level area where the spring is, there is a big differences between units. Obviously, the spring sticking up high enough to be above the insertion platform 3 mm caused to heavy bleeding and bruising that has lasted more than 4 months and also has eliminated that area from being used as an application site. The units where you look across and cannot see the spring sticking up, are the units I have no bleeding, bruising, inaccurate readings or problems. But, this company has a problem with consistency and it is a russian roulette as to which one I will be inserting next. And their problems are not only with the springs on the sensors. The sensor I have on now was within parameters of the spring loaded insertion device, but the transmitter has decided to go on an hour vacation two times now, leaving the insulin pump on its own for that time and I have had to recalibrate it 3 times due to false readings. Geeze, just when you think the net big thing has come out to make your life better, greed takes over and makes it more complicated. You can find complaints from some employees that their supervisors are pushing them to make more, work faster and qc is not figured into this production. I hope this helps those of you that have experienced the same problems and frustration as I have, and now you know where to look. Large bruising, swelling. FDA safety report ID# (B)(4).

Event description:
Numerous dexcom sensors and transmitters I have used are defective; stopping and starting without notice and for no reason, giving false readings, and causing bleeding and bruising greater than 5 x 8cm two different times ((B)(6) 2019 and (B)(6) 2019 when the unit was requested and returned back to dexcom) leaving large areas on my abdomen unavailable for insulin use, painful and requiring ointments and cold packs for days. They have caused hypoglycemic episodes of becoming unconscious and hyperglycemia episodes of blood sugar over 450 requiring 1 ER visit and the others calls to the doctors to get instructions for home treatment asap. I am very insulin resistant, so my blood sugars vary a lot, but was unable to use the insulin pump due to the dexcom stopping or giving the pump incorrect readings. I have other co-morbidities that make a stable blood sugar very important to my health. I have called dexcom to get replacement sensors and have never received them. Called them again for the next one that malfunctioned, and never received one for that either. (On (B)(6) 2019 defective and (B)(6) 2019 also defective. I know you are receiving 2,500 complaints a day on these dexcom g6 products, but last year when they were working they are a lifesaver for me literally. I take over 250 units of tresiba u200/ml a day! I can't stick my fingers enough to keep up with my fluctuating blood sugars and it makes my life very miserable. Since they have moved their customer service, inside sales and that from the u.s to the (B)(4), customer service is unable to keep up with the desperate needs of their patients. The new plant in (B)(4) is making faulty products that are making our lives not worth living. The accuracy of this sensor is crucial of this sensor is crucial since the needle goes into the interstitial space on your abdomen. If the calibration is off by 0.5 of mm, you will have the problems mentioned above. Please, please, help all of us diabetes that are suffering out here. Since not being able to control my glucose, my vision has worsened, my gi has problems- we need help in getting this company to do the job correctly and precisely. And we need customer service to replace these defective units. Will we ever receive them when they tell us they will send a replacement unit? I have been waiting 2 months!! I have not received the 1st one I requested and doubt I will ever receive the 2nd one. You decide. I have numerous tests dates and results, but when I was using the dexcom g6, it would say my bs was 250, so I would bolus. Then I did a finger stick and it was actually 150!!! I had started a hypoglycemic event before I could get the glucose sucked down. It made feel terrible even with the liquid glucose pack. FDA safety report ID # (B)(4).